Event description:
The patient was reportedly implanted with an ethicon tvt-abbrevo, a cook surgisis device on (B)(6) 2013, a boston scientific uphold on (B)(6) 2013, and a cook biodesign anterior device at texas health fort worth in fort worth, tx by dr. (B)(6), do to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Implant date not provided by the complainant. Ethicon tvt-abbrevo, cook surgisis device: (B)(6) 2013, boston scientific uphold: (B)(6) 2013. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an ethicon tvt-abbrevo, a cook surgisis device on (B)(6) 2013, a boston scientific uphold on (B)(6) 2013, and a cook biodesign anterior device at (B)(6), do to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.